Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant this implantable right atrial(ra) lead had dislodged. A revision procedure took place and the ra lead was successfully repositioned. To date, there have been no adverse patient effects reported.